Event description:
It was reported that the right ventricular (rv) lead had high impedance. It was noted that the impedance was varying and now is consistently high. The physician performed a non invasive programmed stimulation (nips) study on the patient and the rv lead was determined to be functioning normally. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was later reported that the an alert triggered and that the rv lead was possibly fractured and that the superior vena cava (svc) coil was inactivated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was not returned to the manufacturer, however, analysis of the device memory indicated a lead impedance out of range alert, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the impedance trend on the svc (superior vena cava) defibrillation coil was variable.